Event description:
A report was received that the pt's entire precision system was explanted. The pt believed that when the device was turned on, the stimulation caused her pain. The device was working properly and the pt was doing fine after the explant procedure.